Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing was reported to be affected. There were multiple channels out of the cochlea and only five channels remain active. The user was re-implanted.

Event description:
The user's hearing was reported to be affected. There were multiple channels out of the cochlea and only five channels remain active. Reportedly, channels 9-12 were extra cochlear at the time of implantation. The user was re-implanted and a full insertion was achieved.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which is assumed to have been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. According to the information received from the field the active electrode migrated post-operatively out of cochlea as confirmed by diagnostic imaging. In addition, a complete insertion of the active electrode was not achieved at implantation surgery and three channels were left extra-cochlear. Furthermore, the recipient experienced non auditory stimulation possibly related to the observed extra-cochlear channels and to unrelated medical issues, namely cochlear facial dehiscence. This is a final report.